Event description:
<P>caller reported that the cartridge was not fitting properly on the pump. Blood glucose level remained below 500 mg/dl, indicating no adverse impact on customer's blood glucose level. Technical support guided the caller through inspecting and cleaning the pump's pneumatic tap area and instructed on removing an o-ring that was present. Caller successfully reloaded the cartridge and resumed insulin therapy without further issues.</p>